Event description:
The cordless driver handpiece was returned to stryker instruments for evaluation due to allegedly overheating during a procedure. The case was completed successfully without any clinically significant procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Manufacturer evaluation confirmed signs of device overheating due to 3rd party components used in a previous non-stryker repair.